Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slice through the tube of a nutriset solution set. The set was divided into two pieces. The reporter stated that the slice was at the location where the slide clamp had been located. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tube was completely divided. The reported condition was verified through the analysis of the photograph. The cause of the condition was not determined. A companion sample was also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing and assembly resistance testing were performed, and the companion sample passed both tests with no issues noted. The reported condition was not verified for the companion sample. Analysis was also performed on ten (10) retention samples. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.